Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
It was reported that the patient¿s ¿stimulator was not working and he fell¿ a ¿couple 2-3 weeks ago.¿ it was noted the patient thought it may have been the stimulator hurting his foot. However, when the patient went to charge it, it ¿didn¿t work at all.¿ it was noted the patient was getting a reposition antenna screen. The reporter stated that they had not been able to get the patient programmer to communicate with the implantable neurostimulator. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.